Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 around 1:00pm, the patient experienced diabetic ketoacidosis at home, but no specific symptoms were reported. It was report that the cgm was showing readings but the patient did not provide information on what the cgm was displaying during this time. An ambulance was called as the family did not have a blood glucose meter. The patient was brought to the hospital, and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was high. The patient was treated with intravenous insulin, saline, and fluids. It was unknown how much time the patient spent at the hospital, but it was more than 24 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.